Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, 8 mm access port & low profile obturator device was used in a robotic roux-en-y gastric bypass procedure on (B)(6) 2025, and ¿information of incident from the surgeon: ¿in my cases, 8mm airseal trocar is used as my bedside assist port for our pa while I work on the robot console, so we pass our suctioning device, sutures, etc back and forth through it. I do not know when the clear diaphragm became dislodged, as I only became aware of it upon finding the clear piece inside the abdomen when I was running the bowel, and the assist port was not being used at that particular time. We did not have a loss of insufflation, so it was not recognized until I saw the clear part in the abdomen, removed it, and then we looked at it to figure out what it was. We looked at our various trocars and found that it came from the airseal 8mm trocar cap, which we then replaced with a new one.¿¿ the procedure was completed with the use of an alternate same device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An examination of the returned used ias8-120lp sound cap, found that the sound reduction duck bill was separated from the sound cap. Only the sound cap was returned for evaluation. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force when introducing and removing device through the cannula. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 24 reports, regarding 27 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the ias8-120lp, 8 mm access port & low profile obturator device was used in a robotic roux-en-y gastric bypass procedure on (B)(6) 2025, and ¿information of incident from the surgeon: ¿in my cases,8mm airseal trocar is used as my bedside assist port for our pa while I work on the robot console, so we pass our suctioning device, sutures, etc back and forth through it. I do not know when the clear diaphragm became dislodged, as I only became aware of it upon finding the clear piece inside the abdomen when I was running the bowel, and the assist port was not being used at that particular time. We did not have a loss of insufflation, so it was not recognized until I saw the clear part in the abdomen, removed it, and then we looked at it to figure out what it was. We looked at our various trocars and found that it came from the airseal 8mm trocar cap, which we then replaced with a new one.¿¿. The procedure was completed with the use of an alternate same device. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.